Manufacturer narrative:
Device received with constant critical pump error (open book image) after battery insertion. Unable to use the crest software due to constant critical pump error before attempting to use the crest software. Swapped with a test pcba1 and the unit was still stuck in critical pump error. Unable to verify pump error 20 alarms (rom crc alarm) during testing due to critical pump error and in the history download due to download anomaly. During visual inspection moisture damage was noted on the flash memory's u7 and u8 and the surrounding components of the flash memory circuitry. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, peeling/fading end cap address label, cracked belt clip rail, cracked retainer and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly, moisture damage on pcba1 and moisture damage on pcba2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and did not received a request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.